Event description:
It was reported that during a left laparoscopic colectomy procedure, the clips scissored. Also there were only 3 clips inside the device. A competitor's product was used to complete the procedure. There was no patient consequence.